Manufacturer narrative:
Valve failure, structural valve deterioration and valve explant was reported. The investigation found tears on all leaflets. There was horizontal fold with incomplete coaptation in leaflet 2. Leaflet 1 was torn, excised and received separately. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification at the tear site or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear site. The cause of the leaflet tear could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, a 19mm trifecta gt was implanted in a patient. On (B)(6) 2023 the patient had cardiogenic shock, high blood pressure when the valve failure was discovered. On (B)(6) 2023, it was reported that the device was scheduled to be explanted and replaced with a non-abbott device, due to structural valve deterioration and tear of commissural. The cause of the explant is unknown. Patient status is unknown.